Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. The customer changed pump supplies and resumed insulin administration.